Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had a new onset of pain and a catheter migration. It was noted the last refill program date was (B)(6) 2014 it was further noted that a surgical revision was done and the catheter was spliced on (B)(6) 2014. It was noted that no diagnostics were done. It was further noted the etiology was related to the device or therapy and not related to the implant procedure. It was noted the patient had new pain of their left leg and groin. It was further noted the patient outcome was resolved without sequelae on (B)(6) 2014. The pump contained dilaudid and bupivacaine.